Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00106, 0002648920-2021-00118. Medical product cr-flex pct fem d-r minus item# 00595001406 lot# 62995515. Tibial component pegged precoat for cemented use only size 3 item# 00597003501 lot# 64575091. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was diagnosed with dvt three days after knee surgery. The patient was treated with medication and the dvt resolved without further complication. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, b4, b5, b7, g3, g6, h1, h2, h3, h6, and h10. Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management" deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. This patient developed a dvt three days¿ post-op despite mechanical and medicinal prophylaxis. Additional medication therapy was prescribed; no additional complications have occurred upon study completion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.